Event description:
It was reported that the patient¿s stimulator depleted prematurely. The patient had a loss of therapeutic benefit at the lead location. Impedance testing and reprogramming were performed. The system was replaced. The distal tip of the lead remained in the patient as the lead fractured during extraction. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va02euc, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va02euc, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(4)2010).

Event description:
Additional information received reported that the battery depletion was prophylactic explant, noting the patient¿s lead placement was the major issue. The patient had ¿done well with revision.¿ the device setting was continuous mode and the patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).